Event description:
It was reported that during a da vinci si prostatectomy procedure, the tip of the monopolar curved scissors instrument melted. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed that the distal end of the main tube exhibited a couple of hairline cracks in the axial direction. The main tube burnt through due to unintended release of energy or arcing. The burnt section of the main tube was approximately 1 in length, non-uniform and non-linear. Material was missing. The hypotube can be visibly seen with localized char marks. The instrument was returned with the tip cover installed. The tip cover was found intact. Upon microscopic inspection, no tears were observed on the tip cover. Tip cover was in proper position and still allowed blades of instrument to open and close freely. Isi made an attempt to contact the user facility for more information about the reported event however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
On 07/31/2013, intuitive surgical received additional information from the user facility's robotics coordinator regarding the reported event. He indicated that the monopolar curved scissors (mcs) instrument and tip cover were inspected prior to use and there were no noticeable damage to the instrument and tip cover. He confirmed that the tip cover was placed on the mcs instrument with the installation tool and that electro lube was applied afterwards. He also noted that an arcing event was not observed during the procedure; however, the cannula used with the mcs had signs of arcing damage. The cannula was returned to isi for evaluation. Engineering noted there were multiple dark marks near the tips of the cannula. Similar markings were also found inside the cannula shaft. The cannula tip opening also had physical damage.